Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the abbott diabetes care (adc) device in use with motorola with os 15 operating system version 2.13.1.11596. The customer reported being unable to obtain glucose readings while using the librelink app and as a result, the customer experienced symptoms of vomiting, fatigue, disorientation and hypoglycemia that was not signaled. The customer was unable to self-treat and a non-healthcare professional (non-hcp) provided oral sugar administration and subcutaneous antidiabetic medications were discontinued for treatment. There was no report of death or permanent impairment associated with this event.